Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Analysis of the device memory indicated diminished right ventricular sensing. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had diminished low r-wave sensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.